Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had interacted with the pump prior to the alarm annunciating. The customer declined further troubleshooting with tandem technical support.